Manufacturer narrative:
Additional information: the device was received for evaluation. A visual inspection was performed with naked eye with no issues noted. Functional testing including leak testing, clear passage testing, clamp function testing and integrity testing were performed with no issues noted. The reported issue was not verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date: on an unspecified date in (B)(6) 2019. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set had a connection issue as the transfer set's patient connector was difficult to connect to the titanium adaptor. The transfer set was replaced which resolved the issue. There was no patient injury or medical intervention associated with this event. No additional information is available.